Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed inaccurate readings. After the inaccurate reading, the patient had a hyperglycemic event and was throwing up. Patient had a reading of 400. She walked to a clinic and the clinic called 911. The patient was transported to the intensive care unit (ICU) where she was admitted and treated. The patient was moved out of ICU on (B)(6) 2015. The patient is reported to be doing better. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation; however, the transmitter (part number stt-gl-007/serial number (B)(4)/lot number 5195905) being used with the sensor device at the time of event, was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of inaccuracies was not confirmed. There was no reported malfunction to the alleged device; therefore, a root cause could not be determined.